Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (mpm650), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a suture was used. During the procedure, the suture was detached from the needle before use. It was not a control release needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.